Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9:30 a.m., on (B)(6) 2018. The patient advised that she does not take any medication to manage her diabetes and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that a couple of minutes after the alleged issue occurred, she developed symptoms of feeling ¿shaky and weak.¿ the patient reported that she self-treated her symptoms with food and/or drink at 9:35 a.m., on (B)(6) 2018. The patient reported that she tested her blood glucose on another device (brand not reported); however, she was unable and/or unwilling to provide the reading(s) obtained. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr was unable to establish if the patient was using the correct test strips or if the meter would power on when a test strip was inserted per owner¿s manual as the patient did not have test strips available at the time of troubleshooting. The csr did however note that the meter would not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.